Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05792. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-05792 and medwatch 2210968-2012-07313. The same patient is represented in each medwatch.

Manufacturer narrative:
Additional information: in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2007 to treat stress urinary incontinence, cystocele, rectocele and a mesh was implanted. It was reported that due to pelvic pain, dyspareunia and urinary incontinence, patient underwent mesh excision on (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.